Event description:
The last 3 out of 3 freestyle libre sensors have failed. The last one failed during an illness during which I was experiencing high ketones and a blood glucose of over 400. Last spring, 7 out of 10 sensors failed- either from falling off or an electrical malfunction. I am insulin dependent and a malfunctioning sensor puts my life at risk. The expense of this product can't be justified as a result of the high failure rate. Moreover, the failure rate of this product puts lives at risk. While abbot will replace malfunctioning sensors, a human life is not replaceable. FDA safety report ID # (B)(4).